Event description:
Information was received from a medtronic representative regarding instruments to be used in an unknown spinal therapy. It was reported that during the execution of test, the rep noticed that key components were not mating together properly. Specifically, the lead screw became jammed/took an undue amount of torque to fully actuate on both open and closed reducers. The rep tried different lead screws with different reducer bodies, but consistently experienced the same failure regardless. There was no patient involved in the event. The parts were delivered defective. No further complications were reported/ anticipated.

Manufacturer narrative:
Section e: initial reporter details unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: the rpm team here is continuing to look into this issue and as such will be performing investigations which will be destructive in nature. Hence, the product will not be returning. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.